Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. A steerable guide catheter (sgc) was inserted. While applying the plus knob, the sgc did not curve. Therefore, the physician decided to remove and replace the device. Upon removal, while aspirating, a leak was observed. Two clips were then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak and unable to curve were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.